Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect operation". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the customer received foley tray without cotton balls or povidone-iodine (pvi).

Event description:
It was reported that the customer received foley tray without cotton balls or povidone-iodine (pvi).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.